Manufacturer narrative:
(B)(4). Date sent: 3/8/2022. Investigation summary: the primary photo analysis was performed in independencia. Secondary physical analysis was performed in cincinnati. A CT scan and ftir were performed. Based on the differences observed on the reload, driver, sled, staples the counterfeit product is confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown, entered as (B)(6) 2021. Additional information: according to the information received, the reported event for the reload was suspect diversion and suspect counterfeit product. Upon visual inspection of one photo, the following was observed: 6) 6.3 the photo shows a tyvek with product code gst60g, lot # t40t16, exp. Date: 2023-07-30. Lot number was reviewed, and it belongs to a gst45w device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022-07-31. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.